Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported the customer noticed ¿itching, swelling and necrosis¿ at the insertion site. Customer noted having contact with a healthcare provider on (B)(6) 2018 and was prescribed sodium fusidate ointment, (an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.